Manufacturer narrative:
(B)(4): the device was not evaluated by physio-control. A third party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent replaced the device power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.